Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during deployment, the stent would not deploy. The inflation device was checked and deployment was attempted again but the stent would still not deploy. The physician decided to remove the device; however, the shaft of the delivery catheter was fractured and only the proximal portion of the device was pulled out. Subsequently, a balloon was advanced and inflated distal to the remaining portion of the synergy ii drug-eluting stent. The synergy ii drug-eluting stent was then pulled back into the guide catheter and the device was completely removed from the patient. The procedure was then completed with a 3.50 x 38 promus premier stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on the proximal end of stent were bunched in a distal direction leaving the proximal balloon body exposed, on distal rows 1-3, the stent struts were flared outwards. The undamaged section of the crimped stent od (outer diameter) was measured and result was within maximum crimped stent profile measurement. The balloon cones and the exposed proximal section of the balloon wall were visually examined and no damage was noted. Crimp stent markings were evident on the exposed proximal section of the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section noted damage to the inner shaft polymer extrusion (appeared bunched and accordioned) at a site 79mm proximal to distal edge of device tip. A mid-shaft kink was also noted at 1.1cm distal from the hypotube/mid-shaft bond. A break in the mid-shaft extrusion 19mm distal from the hypotube /mid-shaft bond was also noted, the break exposed the hypotube spiral section and the core-wire. The types of damages noted are consistent with excessive force being applied on the delivery system. The bi-component bond showed no signs of damage or strain. A red substance (appeared to be blood) was evident inside the hub, mid-shaft, shaft polymer extrusion and the balloon. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during deployment, the stent would not deploy. The inflation device was checked and deployment was attempted again but the stent would still not deploy. The physician decided to remove the device; however, the shaft of the delivery catheter was fractured and only the proximal portion of the device was pulled out. Subsequently, a balloon was advanced and inflated distal to the remaining portion of the synergy ii drug-eluting stent. The synergy ii drug-eluting stent was then pulled back into the guide catheter and the device was completely removed from the patient. The procedure was then completed with a 3.50 x 38 promus premier stent. No patient complications were reported and the patient's status was fine.